Event description:
Additional information received from a hcp indicated that the pump was programmed incorrectly. The pump was infusing 1000 mcg/ml of gablofen, but showed 500 mcg/ml. The other medication that the patient was taking included b12 shots monthly. The patient's pertinent medical history included spastic paraplegia as a result of spinal cord injury at the thoracic level.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving intrathecal baclofen via an implanted pump. The indication for use was intractable spasticity and spinal cord injury/disease. A programming error was reported. On 8/20/2015 the pump was refilled and at that refill the drug concentration was changed from baclofen 500 mcg/ml to baclofen 1000 mcg/ml. However, the drug concentration was not changed in the pump programming and a bridge bolus also was not programmed. On (B)(6) 2015, the pump was being refilled again with the 1000 mcg/ml concentration and the reporter was going to correct the concentration in the pump's programming. Since the patient had been receiving the 1000 mcg/ml concentration at double the dose, the reporter was going to contact another hcp to discuss dosing considerations. The patient was not symptomatic regarding the error. It was later reported that a physician wanted to program a dose of 396.4 mcg/day when the programming was updated/corrected. The type of baclofen and lot number, other medications the patient was taking at the time of the event, pertinent medical history not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.